Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified procedure with a saline mentor smooth round moderate profile 325cc breast implant (l) and an unspecified mentor saline breast implant (r) and suffered several unexplained systemic symptoms, including bone loss (via a bone density scan), bones fracturing and not healing, sesamoid removal, hair thinning, slow muscle recovery, sleep paralysis, narcolepsy, sciatic nerve pain, joint pain and stiffness, decline in vision, dark circles under eyes, raynaud¿s syndrome, heart palpitations, fevers, rashes, a feeling of something crawling under the skin, dementia, personality changes, memory loss, slurring/stuttering, severe anxiety, depression, . The patient reported a mammogram caused deflation of the left breast implant. The patient also reported her children have health issues that she attributes to the breast implants. Her first child suffered symptoms including liver failure, jaundice, elevated levels of bilirubin, reflux, colic and sensory disorders, delayed speech, kawasakis disease, anxiety, trouble sleeping, vision problems, eczema. The second child suffered symptoms including t21 down syndrome, elevated wbc, apnea, eczeman, reflux, gut issues, restless leg syndrome, and asd. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent removal on (B)(6) 2018. This report is for the right side.